Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s facility administrator (fa) reported that a visible internal dialyzer blood leak occurred 4 minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. The patient required a blood transfusion the following day as a result of this event. The complaint device was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing an optiflux 180nre dialyzer, and the serious adverse events of blood loss (approximately 250 ml), which required the immediate termination of treatment and a blood transfusion. Per the facility administrator (fa), a blood leak was visualized inside the optiflux 180nre dialyzer during treatment, and a blood leak alarm confirmed its presence within the dialysate loop. While uncommon, blood leak events are a known potential complication of utilizing optiflux series dialyzers during hd therapy. Based on the totality of the information available, the optiflux 180nre dialyzer cannot be excluded from having a causal role in the patient¿s serious adverse events (e.g., blood loss, transfusion requirement). Give the fa¿s testimony/observations of the optiflux 180nre dialyzer¿s defect, and no sample for manufacturer evaluation, this clinical investigation cannot disassociate the optiflux 180nre dialyzer from the serious adverse events.

Event description:
A user facility¿s facility administrator (fa) reported that a visible internal dialyzer blood leak occurred 4 minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 250 ml. The patient was restarted on a new machine and treatment completed successfully with new supplies. The patient required a blood transfusion the following day as a result of this event. The complaint device was discarded.